Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a patient in (B)(6) of peritonitis coincident with dianeal pd2 therapy for peritoneal dialysis (pd). Action with dianeal therapies was ongoing. During a call with baxter customer service (bcs), the following was reported. The patient was hospitalized with peritonitis on (B)(6) 2012. Treatment was not reported. The patient was discharged from the hospital on (B)(6)2012. The patient recovered from this peritonitis event. Medical history: chronic renal disease, hypertension. Concomitant therapy: propranolol.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.